Event description:
An event was reported where a malfunction occurred, but no notable events happened prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer in successfully resetting it, with no recurrence of the malfunction code after the reset.